Manufacturer narrative:
Additional information: the associated complaint device was not returned. Without the actual product involved and/or device information a sterilization review, manufacturing review, visual analysis, or complaint history could not be performed, therefore, our investigation cannot proceed. The clinical/medical team concluded a clinical study patient underwent a revision of the all-poly cup due to loosening approx 8 years after implant (captured in (B)(6)). Five months after this revision she underwent a second revision due to infection of the revision site at this time all components were revised and a spacer was placed, along with beginning antibiotic therapy. Further details on the specifics such as culture findings, they type of antibiotics and treatment course, and to what the patient was revised, if any. No further assessment can be completed at this time based on the information available. Only the clinical study documents were available to complete this assessment. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery on the right hip was performed due to infection. All components were removed.